Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was discovered that the patient had developed an infection and pus at the site of the implanted device pocket. Additionally, it was found that the right ventricle lead and atrial lead had eroded away the lead suture. The physician explanted and replaced the entire system ¿ pacemaker, right ventricular lead and atrial lead. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. Further information was requested but not received.